Event description:
The initial reporter stated that the infinity feeding bags were exploding when they were being squeezed during priming. She also stated that she is using a formula that is blenderized and this would be considered off label use. They stated that there had been an injury to the patient, but refused to specify or provide any additional information about the complaint or injury. Mmdg did follow up with the initial reporter who refused to provide any information about the complaint, the patient or the reported injury. No other information was provided. [(B)(4)]

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review could not be completed because no part or lot number was provided. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported patient injury.